Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Sample 1 initial urea/bun result was 0.90 mmol/l, which was unexpectedly low. On (B)(6) 2026, the repeat result was 10.3 mmol/l, which was consistent with the patient's historical data. Sample 2 initial urea/bun result was 18 mmol/l, and the repeat result was 30 mmol/l. Sample 3 initial magnesium result was 1.17 mmol/l, and the repeat result was 2.0 mmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.